Event description:
It was reported that the insulin pump had buttons that did not respond correctly. The blood glucose reading was 7.5 mmol/l. The caller stated that sometimes when she tried to bolus, the numbers kept scrolling on their own even after she had stopped pressing the button. She also reported that the bolus button took a long time to react when pressed. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.